Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire on large suturecut needle driver instrument broke. The procedure was completed with no reported injury. On 12/31/2024, obtained the following additional information was obtained after initial follow up with site's director of surgical services: the large suturecut needle driver instrument was inspected prior to use with nothing out of ordinary to be noted. The reported instrument did not collide with other instrument or tool during procedure. There were no issues related to opening/closing and left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist. There was 1 cable visibly protruding from distal end of instrument. No fragments fell into the patient. The instrument was available for return to isi for evaluation. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.